Manufacturer narrative:
Device used for treatment, not diagnosis. The initial complaint originally reported was reviewed and found not reportable. This med-watch is to be voided because we cannot confirm that there was a revision surgery due to a device malfunction or ae. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the initial complaint originally reported was reviewed and found not reportable. This medwatch is to be voided because we cannot confirm that there was a revision surgery due to a device malfunction or ae.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for unknown screw cannulated/unknown lot number. Device malfunctioned intra-operatively and was not implanted of explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported on (B)(6) 2016, that the surgeon was removing a 7.3mm cannulated screw and the cannulated hexagonal screwdriver tip broke off and the tip of the conical extraction screw broke off. The surgeon was unable to remove the screw. The surgical procedural and patient outcome/status is unavailable. There was a 5 minute surgical delay. There is no additional information available. This complaint involves 1 devices. This report is 1 of 1 for com-(B)(4).